Event description:
It was reported that this cardiac resynchronization therapy defibrillator displayed a red alert due to this right ventricular lead exhibited high out of range impedance measurements and high pacing thresholds. Reprogramming of the device was performed. This lead remains in service. No further adverse patient effects were reported.